Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign material in the nozzle" was unable to be specified, since it was unknown whether reprocessing was practiced in accordance with the instructions for use (IFU). The suggested phenomenon of "e315" was presumed to have occurred due to breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. "[Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscopic image] 1. Observe the palm of your hand using the wli and nbi endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. 3. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5. Confirm that the wli and nbi [white light imaging and narrow band imaging] endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: a) nozzle has foreign objects, b) due to damage on air/water cylinder, water tightness is lost, c) due to corrosion on endoscope connector, e315 (scope err unsupported scope) occurs, d) due to damage on air/water tube, water tightness is lost, e) adhesive on bending section cover or distal sheath has white-clouded area, f) control unit is dirty due to water leakage, g) suction connector is dirty due to water leakage, h) image guide protector has a scratch., I) universal cord is sticky, j) universal cord has a wrinkle, k) universal cord has a scratch, l) protector of universal cord on control section side has a scratch, m) protector of universal cord on suction connector side has a scratch, n) indication on suction connector is peeled, o) plastic distal end cover has a scratch, and p) connecting tube has a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope, water supply pipe leak. The issue was found at an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.   Inspection and testing of the returned device found that the nozzle was clogged due to foreign matter. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation

Manufacturer narrative:
This report is being supplemented to clarify that during the device evaluation, scope error e315 was observed, and this is also a reportable malfunction. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope, water supply pipe leak. The issue was found at an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the nozzle was clogged due to foreign matter. Additionally, scope error e315 was also observed. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.